Event description:
The ncare touchscreen on the endoscopy tower in procedure room no longer has touchscreen capability. Per biomed this is because the screens are being wiped with bleach and/or being soaked with too much solution when being wiped down. All of the staff in endoscopy know not to wipe down the screens with anything but purple wipes or screen wipes, however, when we come in in the morning all of the screens have a film and we can tell that they are being wiped with too much solution. Biomed and it are aware that a new screen needs to be ordered and replaced. Staff made aware that a new screen needs to be ordered.